Event description:
Additional information was received. A revision procedure was performed. This lead was surgically abandoned and successfully replaced. Post procedure, acceptable measurements were obtained.

Event description:
Boston scientific received information that remote monitoring revealed a high shock impedance measurement. This information was shared with the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information this system remains implanted and in service. Should additional information become available, this event will be updated.